Event description:
Caller alleged that the following results were obtained on a neonate patient, using the inform ii system, less than 10 minutes apart: 36 mg/dl and 59 mg/dl. No actions taken based on device results. No adverse event reported. Two vials of strips with the same lot number were used for these results and only one vial is available to return. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).